Manufacturer narrative:
Tw ID# (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 balloon of the btt port became leaky/ broken during the operation as it had ruptured. A new device was opened to complete the procedure. There was a procedural delay of approximately 10 minutes. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). The lot # 3000386250 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. H3 other text: device discarded.